Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance using the proper technique, and the smart coil was then advanced out of the tip of the introducer sheath without an issue. The root cause of the returned smart coil getting stuck in the distal tip of its introducer sheath could not be determine. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using in the anterior communicating artery (aca) using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a guidewire. It should be noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician successfully implanted a non-penumbra coil into the target vessel. While attempting to advance a smart coil into the microcatheter, it became stuck in the distal tip of its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil, two other coils, and the same microcatheter. There was no report of an adverse effect to the patient.